Manufacturer narrative:
(B)(6) 2021 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator had a 'cannot reach target flow' error. Reportedly, the issue occurred while at maximum flow but stopped when dropping down 5 liters of flow and when the flow stops for 1-2 seconds and then resets for a short period of time and continues to do this until you drop the flow to a point it stops. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Upon a follow up the customer reported the issue was addressed after dropping the flow to 40 liters the error code cleared. The customer did not have a serial number for the ventilator. Upon a follow up the customer reported the issue was addressed after dropping the flow to 40 liters the error code cleared. No further information was provided.